Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 300 mg/dl and the low blood glucose was 54 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer usually eat or drinks something to treat for low blood glucose. Customer declined to trouble shoot for high and low blood glucose. The device will not be returned for analysis.